Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the cartridge was leaking at the cartridge tubing. The customer's blood glucose was 120 mg/dl. Reportedly a new cartridge was loaded in order to resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.